Event description:
The following information is from an article published in catheterization and cardiovascular interventions; transcatheter closure of secundum atrial defect in small children: between april 2000 and august 2004, children underwent percutaneous atrial septal defect (asd) closure in another country. The following major complications were experienced: transient av block with a 20mm amplatzer septal occluder in a patient (MFR report # 2135147-2008-00047). Pericardial effusion with an 18mm amplatzer septal occluder in a patient (MFR report #2 135147-2008-00048). Device embolization occurred in two patients. One with a 20mm amplatzer septal occluder in a patient. The device was percutaneously retrieved with a 13f sheath (previously reported as MFR report # 2135147-2003-00017). The other was with an 18mm amplatzer septal occluder in a patient (previously reported as MFR report # 2135147-2006-00037). Aga medical contacted the author of this article and no additional information will be provided regarding these events. The article is attached to this report.